Manufacturer narrative:
Reference: voluntary medwatch report # mw5164715.

Event description:
Voluntary medwatch received states that the patient presented with a decrease in pacing impedance exhibited by the right ventricular lead after the patient experienced heart failure. The patient had been intubated due the condition. The impedance measurement was noted to have stabilized. No additional adverse patient effects were reported. No further information was available.